Event description:
A report was received that the patient was having difficulty charging her ipg. A bsn representative evaluated the patient's ipg and confirmed the ipg needed to be replaced as it was not charging or communicating. The patient's ipg was replaced and the patient is reportedly doing well.